Event description:
Pt status post synfix-lr level l4-l5 returned to surgeon for office visit. An x-ray showed a screw was broken in the middle. Surgeon is monitoring the pt, no revision at this time.

Manufacturer narrative:
Additional info has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review can not be requested.